Event description:
A malfunction on the pump was reported by the caller, but there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level. The customer successfully reset the pump independently, and the malfunction did not recur. Technical support advised the caller to continue using the pump and to report any future recurrences of the malfunction code. The caller acknowledged and understood these instructions.